Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of "no disposable" messages. Functional testing was unable to duplicate the reported issue. As there were multiple "no disposable" alarm messages found in the event history log, the investigation determined that this contributed to a power up/power down problem. The cause of the reported issue was a defective downstream occlusion sensor. The downstream occlusion sensor was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device was in for service for "alarming calibration" in (B)(6) 2022. There was no indication or evidence in the service history to indicate the complaint was related to the previous service.

Manufacturer narrative:
Other, other text: it was reported the pump was infusing flolan and began beeping. There was no alert indicating the pump needing a battery change. The reason why the pump was beeping was unclear. The patient notified the rn of the beeping. The pump shut off in the patient's room while nurses were present and already troubleshooting the pump. No harm was caused to the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump shut off during infusion on a patient. No patient injury reported.